Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of deployment tube, and the plunger was depressed. The complaint is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.